Event description:
This 36 year old patient had breast implants placed in may, 1982. The patient 1 1/2 years ago developed fatigue and ulcerative colitis. She also has dizziness, shoulder pain, tingling in the fingers and short term memory loss. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. Both implants were rutpured. The left implant had a complete rupture.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.